Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous, mr 3.5x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found strut damage towards the distal end of the stent, one strut was lifted (on one side only) and pulled in a distal direction. The undamaged proximal stent outer diameter measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a kink in the hypotube 325mm from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. This type of damage is consistent with resistance met during advancement of the device. No other issue noted during analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-sep-2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following pre-dilatation using a 1.5x15mm balloon catheter, a 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.